Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Pulmonary embolism (pe) is defined as a blockage in one of the pulmonary arteries in your lungs. In most cases, pulmonary embolism is caused by blood clots that travel to the lungs from the legs or, rarely, other parts of the body (deep vein thrombosis). Because the clots block blood flow to the lungs, pulmonary embolism can be life-threatening. However, prompt treatment greatly reduces the risk of death. Taking measures to prevent blood clots in your legs will help protect you against pulmonary embolism.  Risk factors for pe is heart disease, recent surgery, prolong bed rest or long trips (sitting in a car or plane), smoking, overweight, supplemental estrogen, pregnancy.  During the tvpr procedure it is the natural tendency of the body to form clots on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. Per the instructions for use (IFU), potential risks associated with the overall tvpr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty,  and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death.    In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  A cause for the pulmonary embolism cannot be determined; however, may be due procedural factors (inadequate anticoagulation) as described above.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Https://www.mayoclinic.org/diseases-conditions/pulmonary-embolism/symptoms-causes/syc-20354647.

Event description:
As reported, a 26mm sapien 3 case by transfemoral approach in pulmonary position and a 29mm sapien 3 case in tricuspid position on the same day. The implants were successful. On pod1, the patient died, per medical opinion, due to pulmonary embolism.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.